Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to that the therapy delivery test failed. There was no reported patient or user involvement and no adverse patient/user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
.